Manufacturer narrative:
A companion sample was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had leaked. The patient stated that the leak was coming from the cassette membrane but there were no visible tears, cuts or holes. The patient was not connected at the time of the leak. The patient stated that therapy was over and they set the cassette on the table to drain as they always do, and did not push on the bags in attempt to push the solution through the cassette down the drain line. They just left it to drain on its own and when they got back into the room they discovered there was fluid everywhere. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A companion sample was received and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. The device passed visual inspection and all functional tests performed, including leak testing; therefore, the reported problem of leak from the cassette membrane was not confirmed via the companion sample. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.